Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES main drawer 2 was failed and not detected on bus. Customer tried to reboot and recover the storage space, but the issue persisted.The customer stated that this malfunction occurred while dispensing the medication.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 30-DEC-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that Main Drawer 2 was not detected on the bus. The engineer powered down the system, removed the back panel, opened the drawer, and reseated all row ribbon cable connections. The system was then reassembled and powered back on. Following the repair, Drawer 2 was successfully detected on the bus. A final test was performed in the Hardware Testing Application (HTA) and passed successfully. The customer also verified functionality by completing an inventory check. The system functioned as intended after the field service engineer repaired the device.